Event description:
It was reported that this right ventricular (rv) lead was revised due to dislodgement, which was confirmed through x-ray. Lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was revised due to dislodgement. Lead remains in service. No additional adverse patient effects were reported.